Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, it was noted that the left ventricular (lv) capture threshold was unstable. The physician believed that the lead was dislodged. The device was reprogrammed to resolve the event and the patient is in stable condition.